Event description:
It was reported that the patient had the implantable neurostimulator system removed in order to have a MRI performed, for an unrelated medical condition. It was noted that the patient had a fall sometime previous to this report. After the fall, the patient's device "never worked the same." The patient's outcome was noted as "no death." No further details or patient symptoms were reported. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3093 lot# v139192 implanted: (B)(6) 2008 explanted: (B)(6) 2011; extension model 3095 lot# nah039693v implanted: (B)(6) 2008 explanted: (B)(6) 2011; programmer model 3037 lot# njd072940n. Analysis of the neurostimulator model 3023 serial# (B)(4) showed no significant anomalies. Initial review - no telemetry. The setscrew was ok. There was no output on all electrode pairs. Analysis of the lead model 3093 serial# (B)(4) showed no significant anomalies. The lead conductor coils were crushed. The lead was cut through (suspected explant damage). A lab functional test showed that lead segment 1 had no shorts between circuits, and segment 2 had all circuits shorted at the crushed conductor coil. The continuity was acceptable on both segments. Analysis of the extension model 3095 serial# (B)(4) showed no significant anomalies. The setscrew marks were noted to be in the correct location. The extension was cut through and segmented. There were no shorts between circuits and the continuity was acceptable. A system test showed no output on all electrode pairs.

Manufacturer narrative:
Corrected data: after additional analysis, it was determined that evaluation code result 102 no longer applies to this report. Replacement code 190 was used in it's place. Continued: further analysis of ipg model 3023, (B)(4), showed no telemetry with normal battery depletion (voltage at .148v). The can appeared expanded with foreign material in the connector ports. Destructive analysis of the internal components of the device showed that all electrical connections were acceptable. The epoxy bond on the positive battery connector was broken, but this had no impact on the products performance or electrical function. All electrical connections were verified acceptable. Further analysis of extension model 3095-10, (B)(4), showed that there was suspected bodily fluids in the extension. Further analysis of lead model 3093-28, lot# v139192 showed that the proximal end was not examined. The conductor coils were cut and crushed (suspected to be due to explant procedure). There were suspected body fluids in the lead. Segment 2 showed all circuits shorted at the crushed conductor coil.

Event description:
Follow up information received attributed the event to the extension component of the implantable neurostimulator system as a result of the fall (patient had a neurological disorder). The patient outcome was reported as no injury. If additional information is received, a follow-up report will be sent.